Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's spouse reported via phone call that the customer experienced high blood glucose over 600 mg/dl since the night before. It was stated that the hospice nurse advised to give a 10 insulin unit injection. Spouse stated that the doctor set up a bolus chart in between (B)(6) 2014. They declined troubleshooting and spouse stated that the customer was high because he did not get any extra insulin from the insulin pump since 5 pm the day before but had given the manual injection. She stated she would call back if issue persists.